Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. A probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4) describe event or problem - additional device available for evaluation - additional information/device evaluation device evaluated by manufacturer - additional event problem and evaluation codes - additional

Event description:
The complaint device was returned on (B)(6)2018 for evaluation. The device was visually inspected, and no defect was found. Performed a pairing test with nordic bluetooth device and passed. Performed a voltage test and passed. Performed a transmitter functional testing and passed. Performed share log review and a loss of connection was found on issue date. The reported event of a loss of connection was confirmed. The probable cause could not be determined